Event description:
It was reported that the emergency procedure on (B)(6) 2013 was to treat a st elevation myocardial infarction patient. Angiography revealed a 90% stenosis in the proximal circumflex (cx) and 99% stenosis to the first side branch. A 2.5x28mm implant was deployed in the proximal cx and a 3.0x18mm implant was deployed in the ostium region. T-stenting of the bifurcation region was done with a 3.0x18mm xience (unk family) and a 3.5x18mm implant. On (B)(6) 2013, during a diagnostic procedure, an 80 % stenosis was discovered in the 3.0x18mm implant. The restenosis was treated with dilatations using several balloons. A kissing balloon technique was used in the cx and the first cx side branch with good result. On (B)(6) 2013, the patient returned for treatment of the lad. Several non-abbott stents were implanted. During the procedure again a 30 % stenosis in the cx and 90 % stenosis in the bifurcation region were noted. An appointment was made for treatment in 6 weeks. On (B)(6) 2013, angioplasty of the complete cx and bifurcation was performed, restoring timi iii flow. In the cx and the bifurcating side branch 40-50 % residual stenosis remained. On (B)(6) 2014, the patient returned as emergency case with complete thrombotic closure of the proximal cx and the bifurcation. Reanimation was required during the procedure. Both vessels were opened with 3.0mm and 3.5mm balloons. A 3.5x15mm xience stent was placed in the proximal cx restoring flow. The patient was released with good result.

Manufacturer narrative:
(B)(4). A cine of the procedure was reviewed by an abbott clinical specialist, which confirmed an occlusion of either thrombosis or restenosis. The reported patient effects of thrombosis and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.